Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), dental caries ("I have had all my top teeth from decaying filling"), tooth fracture ("broken teeth"), premature menopause ("going through menopause ") and feeling abnormal ("I feel old"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, dental caries, tooth fracture, premature menopause and feeling abnormal outcome was unknown. The reporter considered dental caries, feeling abnormal, hysterectomy, premature menopause and tooth fracture to be related to essure. The reporter commented: this case is cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), dental caries ("I have had all my top teeth from decaying filling"), tooth fracture ("broken teeth"), menopausal disorder ("going through menopause") and feeling abnormal ("I feel old"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, dental caries, tooth fracture, menopausal disorder and feeling abnormal outcome was unknown. The reporter considered dental caries, feeling abnormal, hysterectomy, menopausal disorder and tooth fracture to be related to essure. The reporter commented: this case is cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil was protruding out of it') and pelvic pain ('pain in left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("I have had all my top teeth from decaying filling"), tooth fracture ("broken teeth"), menopausal disorder ("going through menopause"), feeling abnormal ("I feel old"), urinary incontinence ("incontinence /cant hold urine at all") and endometriosis ("endometriosis"). The patient was treated with leuprorelin acetate (lupron) and surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, dental caries, tooth fracture, menopausal disorder, feeling abnormal, urinary incontinence and endometriosis outcome was unknown. The reporter considered dental caries, endometriosis, fallopian tube perforation, feeling abnormal, menopausal disorder, pelvic pain, tooth fracture and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary incintinence quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Event medical device removal updated to fallopian tube perforation. Events: endometriosis, pain in left side added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil was protruding out of it') and pelvic pain ('pain in left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("I have had all my top teeth from decaying filling"), tooth fracture ("broken teeth"), menopausal disorder ("going through menopause"), feeling abnormal ("I feel old"), urinary incontinence ("incontinence /cant hold urine at all") and endometriosis ("endometriosis"). The patient was treated with leuprorelin acetate (lupron) and surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, dental caries, tooth fracture, menopausal disorder, feeling abnormal, urinary incontinence and endometriosis outcome was unknown. The reporter considered dental caries, endometriosis, fallopian tube perforation, feeling abnormal, menopausal disorder, pelvic pain, tooth fracture and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary incintinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries ("I have had all my top teeth from decaying filling"), tooth fracture ("broken teeth"), menopausal disorder ("going through menopause"), feeling abnormal ("I feel old") and urinary incontinence ("incontinence /cant hold urine at all"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dental caries, tooth fracture, menopausal disorder, feeling abnormal and urinary incontinence outcome was unknown. The reporter considered dental caries, feeling abnormal, medical device removal, menopausal disorder, tooth fracture and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event incontinence /cant hold urine at all added. Event hysterectomy updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.